Event description:
It was reported that when the physician exercised the lead prior to implant the helix was not able to be fully retracted, and noted that it was very difficult to visualize. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).